Event description:
The customer is a nurse who was using the lancet on a patient. The needle on the lancet allegedly failed to retract after it was used on the patient. The nurse was stuck by the needle. The lancet was diposed of after use, so no batch number or expiration date are available.